Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship between the subject device and the reported event. The customer provided image confirms the product identification information and shows the shaft of a the device without the distal anchor attached. The device was outside of sterile packaging. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found the distal anchor is attached to the shaft of the device the complaint was confirmed. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an impact event or rough handling during transportation.

Event description:
It was reported that during surgery, when the package of the twinfix anchor was being opened, it was found to be separated from the handle. The procedure was successfully completed using a back-up device. It is unknown if there was any delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.